Event description:
During percutaneous endoscopic gastrostomy (peg) placement procedure, IV line fell apart at check valve resulting in fluids everywhere. Event resulted in no patient or staff harm. Our facility is making the report based solely on potential for patient and/or staff harm.